Event description:
Information was received from a healthcare provider via a clinical study and manufacturer¿s representative regarding a patient who was receiving remodulin (10 mg/ml at 6.3 mg/day) via an implantable pump for an unknown indication for use. The patient was seen in the clinic on (B)(6) 2017 for a pump refill. The expected volume was 5.2 ml and the actual volume was 13 ml. This was right on the line for flow rate accuracy. When the remodulin was removed from the subject¿s pump, the drug fluid was yellow and clear, rather than colorless. The yellow color was consistent throughout the withdraw process. The fluid was sent to the lab for analysis and a portion was retained frozen for future analysis if needed. Additional information was received. The flow rate accuracy chart did not show the patient¿s accuracy as being out of range. Additional information was received. The manufacturer¿s representative communicated to the hcp that the yellow clear fluid could be due to many possibilities, including: drug degradation, entrainment/injection of blood or tissue or betadine into the reservoir from a previous fill or the current refill, aspiration of seroma fluid, or, less likely, bacteria, since the aspirate was clear. The representative recommended to rinse the reservoir twice with injection grade saline. Additional information was received. A culture was performed on the specimen. The final culture was negative. Additional information was received from the representative. During the refill, they aspirated 10 cc of the fluid. They stated they knew they were in the reservoir, so it was not a pocket fill. The representative inquired about stopping the pump for 48 hours. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's skin was prepped and draped and the template was applied over the pump. The needle was introduced through the skin but did not immediately enter the pump through the refill port. Some degree of probing was required to locate the refill port but the needle was not withdrawn from the skin. It was reported once the refill port was entered the tubing was unclamped and suction was applied to the syringe. A very small amount of blood appeared in the tubing followed by fluid. It was noted at the time that the fluid was yellow colored and remained consistent throughout the withdrawal of the complete amount of fluid. A total of 13 mls were removed; all of which showed the same color. There was no cloudiness or debris within the fluid. The fluid removed was sent to our lab for analysis with cell count, culture, and gram stain. It was reported a portion of that fluid was retained in frozen for future analysis if indicated. The patient had no symptoms of fever, chills, or malaise and it was noted there was no change in the patient's baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hcp felt the device worked fine and there was only heme found in the sample. It was noted blood tests were performed but no further actions were taken.